Event description:
It was reported that the user experienced a ¿dosing stopped¿ alert on the ilet after changing supplies, with dexcom g7 cgm data displaying in the g7 app but not transmitting to the ilet, resulting in no insulin delivery. Symptoms included hyperglycemia with a reported glucose of 250 mg/dl. Outcomes included temporary interruption of algorithm-driven insulin dosing. Investigation included remote troubleshooting and user education. Investigation of this case revealed that the g7 sensor had not been paired to the ilet after the sensor change, and re-entering the pairing code restored cgm communication to the ilet and resumed data flow within minutes. It was concluded that the event resulted from cgm-to-ilet communication loss due to the sensor not being paired, and the issue was resolved by re-pairing the sensor.